Manufacturer narrative:
Findings: reliability analysis unable to confirm adhesive anomaly on opened/used sensor. Unable to confirm customer received sensor needle retracted into needle housing. Customer return sensor only.

Event description:
The customer reported via phone call that there is a packaging anomaly. Customer's blood glucose was unknown mg/dl. The customer is using the new enlite sensors, two of tem fell out and one was broken out of the package, clarified needles was already off when opening package. The customer has the one broken sensor to return.